Manufacturer narrative:
Investigation found out that the guide catheter was stretched, broken and had a deep suture mark near the distal tip; push catheter was bent and its suture hole was torn. The noted damage are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore the most probable root cause is "operational context." A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during the procedure, the suture was stuck and severe resistance was met. During multiple attempts to release the stent, the guide catheter detached and remained within the stent inside the bile duct. The patients duodenum and bile duct were tortuous, and the scope was difficult to stabilize. The physician replaced the endoscope with another ¿direct-vision type¿ scope in order to remove the detached piece of guide catheter with grasping forceps. According to the physician, the duodenum was perforated by the scope or the straight grasping forceps at that time. An emergency surgery was performed and the perforation was resolved. The detached guide catheter was retrieved, the stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, during the procedure, the suture was stuck and severe resistance was met. During multiple attempts to release the stent, the guide catheter detached and remained within the stent inside the bile duct. The patients duodenum and bile duct were tortuous, and the scope was difficult to stabilize. The physician replaced the endoscope with another ¿direct-vision type¿ scope in order to remove the detached piece of guide catheter with grasping forceps. According to the physician, the duodenum was perforated by the scope or the straight grasping forceps at that time. An emergency surgery was performed and the perforation was resolved. The detached guide catheter was retrieved, the stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."